Event description:
It was reported that the pump exhibited a cassette not attached error. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. The dso seal was replaced, and the device was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.